Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the x-stage cover and door flaps were replaced, and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that while completing a planned maintenance (pm), a manufacturer representative found that the x-stage cover and small door covers were damaged. There was no patient present when this issue was identified.